Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified, opening, crease fold, wear abrasion, yellow and brown particles on the surface of the shell. Leak test was performed, and found opening on radius. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Also identify a striated edge opening. Based on the device analysis, the final assessment is: a sharp opening on radius assessed, as unidentified (tear) opening. A striated edge opening on radius side assessed, as surgical damage.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.